Event description:
It was reported, the customer was experiencing low blood glucose. The customer's blood glucose was 30 mg/dl. Customer has treated their blood glucose with juice. Troubleshooting found the customer's drive support cap appeared to be normal. It was also found the customer had discrepancies between their sensor glucose and blood glucose readings. The threshold suspend feature would also be prompted due to the inaccurate readings. Customer's blood glucose was 90 mg/dl at the end of the call. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.